Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a spaceoar hydrogel was implanted in a patient with a very tight anatomical space, though the procedure appeared to proceed normally and the space opened as expected. The standard protocol was followed, including bowel prep, administration of ativan, percocet, levaquin, and a perineal block, followed by an immediate computed tomography (CT) scan. Magnetic resonance imaging (MRI) showed a full bladder. On t2 axial imaging, the gel was positioned under the anterior rectal wall from the midgland to the base, with possible proximity to the rectal mucosa at the apex and some lateral spread at the base.